Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past. The event history logs did not show any faults upon review. The pump displayed a cassette not attached properly alarm immediately during the non-disposable attachment test. Primary problem of downstream occlusion (dso) sensor calibration failure was replicated during functional tests. The calibration had failed, and the downstream sensor failed to activate in manufacturing utility mode. Dso sensor stuck 130 mv in manufacturing utility. An inoperable dso sensor was the cause, and it was replaced. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion calibration failure. The event occurred during testing, there was no patient involvement.